Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy, using the impella 5.0 for hemodynamic support. The patient endured a ruptured chordae tendineae during repositioning of the device. Repair is planned to occur during lvad placement.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy, using the impella 5.0 for hemodynamic support. The patient endured a ruptured chordae tendineae during repositioning of the device. Repair is planned to occur during lvad placement.